Event description:
The advocate stated the customer received blood glucose readings of 369 and 335 mg/dl from his contour meter and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer disposed of the test strips that gave the high results, so no product will be returned. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Customer disposed of strips.